Event description:
Infection was reported. The epicardial leads that were implanted 6 weeks ago were removed and reimplanted new ones. Patient was admitted to hospital beyond the standard of care. This event is related to 2183787-2024-00090.